Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Customer also reported replace battery now alarm. Customer received a low battery alert prior to the replace battery now alarm. Customer stated that, there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer declined all further troubleshooting of the insulin pump errors, low battery and power loss. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery alert. The power management tool confirmed low battery alert, power loss alarm and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarms during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. No rf processor failed self test.